Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on august 28, 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable prior, during and post procedure.

Manufacturer narrative:
A transient drop in the battery voltage that is consistent with battery depletion associated with lithium clusters was detected. However, since the monthly battery voltage trend and the overall expected longevity of the device was normal, premature battery depletion could not be confirmed.